Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an open colectomy procedure, after stapling the coloduodenum, it was observed that one of the staple lines were not closed. The staples was opened. Unknown how case was completed. There were no adverse consequences to the patient.